Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: model: d314drg, ICD; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent's implantable cardioverter defibrillator (ICD) alerted an audible tone. Upon interrogation it was discovered the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Oversensing noise with isometric movements were noted along with high impedance levels. A lead fracture is suspected. The lead was partially removed and capped, and a new lead was implanted. No patient complications have been reported as a result of this event.